Event description:
Glucometer removed from service due to the device re-setting back to the "date/time not set" screen without warning. Reportedly, the manufacturer's recommendation is for a test strip to be placed into the meter, cycle the power on/off and then the device can be downloaded and quality control (qc) can be performed. However, it is unknown whether this is a permanent or temporary fix. The device was returned to the manufacturer. Reportedly, no harm occurred to patients. Reportedly, this device had previously re-set back to the "date/time not set" screen about a month earlier. At that time, the recommended fix from the manufacturer was performed and the device was returned to service.